Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed a p-wave amplitude measurement issue and an r-wave amplitude measurement issue. (B)(4).

Event description:
It was reported that the patient's implantable cardiac monitor (icm) was oversensing p-waves and undersensing r-waves. No changes were made and the icm remains in use. No patient complications have been reported as a result of this event.